Event description:
Right hip revision head and liner exchange of a broken biolox head. No more information is available per surgeon and implant is not available for return per hospital rules.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a ceramic head was reported. The event was confirmed via provided photographs of the device and clinician review of provided medical records. Method & results: -product evaluation and results: the reported device was not returned; however, photographs were provided for review. The photographs show a ceramic head that has fractured, two visible fragments. The device/fragments are covered in blood and tissue. --clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the ceramic head fractured. The reported device was not returned; however, photographs were provided for review. The photographs show a ceramic head that has fractured, two visible fragments. The device/fragments are covered in blood and tissue. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.